Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. However, insulin pump failed sleep and active currents and received unexpected battery power loss due to corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump was going through batteries frequently. The customer reported that insulin pump had low battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.